Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of driveline communication fault alarms in september was unable to be confirmed through this analysis. No log files were available from the time of the reported system controller exchange in september. The products exchanged at that time were also not available for return. Available information provided that although the driveline communication fault alarms initially resolved with the modular cable and system controller exchange in september, the alarms reoccurred on (B)(6) 2025. Another modular cable and system controller exchange was performed, which resolved the alarms again. The root cause for the reported event was unable to be conclusively determined through this analysis. The relevant sections of the device history records for the modular cable were unable to be reviewed as no device identifying information was provided. The heartmate 3 left ventricular assist device (lvas) instructions for use (IFU) and the heartmate 3 patient handbook are currently available. The current revision of the instructions for use (IFU) can be found on the eifu page of the abbott website. Heartmate 3 IFU section 7 ¿ ¿alarms and troubleshooting¿ and heartmate 3 patient handbook section 5 ¿ ¿alarms and troubleshooting¿ cover all alarms (visual and audible), including driveline communication fault alarms, and the actions to take if the issue does not resolve. Heartmate 3 IFU section 8 ¿ ¿equipment storage and care¿ and heartmate 3 patient handbook section 6 ¿ ¿caring for equipment¿ explain how to properly care for the equipment, including the system controller. The patient handbook and the IFU caution the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
This report was created to cover the driveline communication faults previously reported under manufacturer report #s: 2916596-2025-07190, 2916596-2025-08132, 2916596-2025-08133. Section d4: device serial number and lot number were not provided, and expiration date and manufacture date (h4) cannot be determined. The primary UDI number in d4 is reflective of all available information. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient had a driveline communication fault alarm twice in (B)(6) 2025 which required a system controller and modular cable exchange. The alarm reoccurred on (B)(6) 2025. Log files were sent for review. The event log file recorded a driveline comm fault at on 28oct2025 at 08:54:59. Motor function was not affected by this event. The system controller and modular cable were exchanged again. The alarms resolved after the exchanges.